Event description:
Customer initially reports the product is easily breaking, (B)(6) 2014 customer reports the product breaks in the canal and is sometimes not retrievable, (B)(6) 2014 customer reports no other info available.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info. (B)(4)